Event description:
(B)(6) clinical study. It was reported that stent thrombosis occurred and patient experienced angina. In (B)(6) 2014, the patient presented with unstable angina as well as silent ischemia and was referred for cardiac catheterization. On the next day, index procedure was performed. The target lesion was located in the mid left anterior descending (lad) artery with 99% stenosis and was 25mm long, with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and placement of a 3.00x28mm promus element drug-eluting stent. Following post dilatation, residual stenosis was 0%. After thirteen days, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2018, the patient presented with symptoms of unstable angina and was hospitalized on the same day. Coronary angiography revealed stent thrombosis. Percutaneous coronary intervention (pci) was performed to treat the event.

Event description:
Promus element china clinical study. It was reported that stent thrombosis occurred and patient experienced angina. In (B)(6) 2014, the patient presented with unstable angina as well as silent ischemia and was referred for cardiac catheterization. On the next day, index procedure was performed. The target lesion was located in the mid left anterior descending (lad) artery with 99% stenosis and was 25mm long, with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and placement of a 3.00x28mm promus element drug-eluting stent. Following post dilatation, residual stenosis was 0%. After thirteen days, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2018, the patient presented with symptoms of unstable angina and was hospitalized on the same day. Coronary angiography revealed stent thrombosis. Percutaneous coronary intervention (pci) was performed to treat the event. It was further reported that in (B)(6) 2018, coronary angiography revealed 95% stenosis in mid lad which had previously placed study device. It was treated with pci [target vessel revascularization(tvr)] and residual stenosis was less than 30%. Four days later, the event was considered to be recovered/resolved and the subject was discharged on the same day.

Event description:
Promus element china clinical study it was reported that stent thrombosis occurred and patient experienced angina. In (B)(6) 2014, the patient presented with unstable angina as well as silent ischemia and was referred for cardiac catheterization. On the next day, index procedure was performed. The target lesion was located in the mid left anterior descending (lad) artery with 99% stenosis and was 25mm long, with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and placement of a 3.00x28mm promus element drug-eluting stent. Following post dilatation, residual stenosis was 0%. After thirteen days, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2018, the patient presented with symptoms of unstable angina and was hospitalized on the same day. Coronary angiography revealed stent thrombosis. Percutaneous coronary intervention (pci) was performed to treat the event. It was further reported that it was in (B)(6) 2018 and not (B)(6) 2018 that the patient presented with symptoms of unstable angina and was hospitalized on the same day. On that same day, the event was considered to be recovered/resolved and the patient was discharged.